Event description:
It was reported that the patient was treated by paramedics due to having blood glucose (bg) values that dropped to 40 mg/dl. The patient was sweating. For treatment, the patient was given glucose. The pod was worn on the abdomen. The paramedics left after a half hour.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.